Manufacturer narrative:
H4: the lot was manufactured from october 8 - 9, 2019. H10: two devices were received for evaluation. Visual inspection revealed a reddish-brown particle embedded in the material of the tubing line for both devices. The particles were not in the fluid path. The particles were subsequently identified to be polyvinyl chloride (pvc) via fourier transform infrared spectroscopy (ftir). Pvc is a raw material of the tubing line. The reported condition was verified. The cause of the condition was determined to be a supplier manufacturing issue. The other three devices were not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported five small volume intermates appeared to have unspecified particulate ¿on the tubing¿. It was further reported ¿no drug was injected into the units¿. There was no patient involvement. No additional information is available.